Event description:
It was reported that "during the pre-use check, leakage of air from the breathing circuit was observed." No patient injury was reported. *no additional information is available for this complaint.

Manufacturer narrative:
No lot number provided for DHR.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.